Manufacturer narrative:
Sections a4, a5: information unknown/not provided. Section h3-other (81): the device was not returned for evaluation as the lens was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from the patient¿s left eye as the patient noted blurry vision 1-month post op, sees things floating and lack of crispness at distance. It was noted that patient's daily activities significantly affected. Vision pre-operative, corrected was 20/25 and vision post-operative (before iol exchange) was 20/30. There was no vitrectomy performed, no sutures required and no delay in procedure reported. The medication prescribed was prednisolone. The patient's status is unknown. It was indicated that the device is not available for return as it was discarded. No further information was provided.